Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they experienced high blood glucose. The customer¿s blood glucose level was 26 mmol/l at the time of incident. Customer stated that they received critical pump error. It was unknown whether customer used auto mode at the time of incident. Troubleshooting was not performed for high blood glucose event. The device will be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, the customer alleged the pump having open book image, high bg and blank display. No critical pump error (open book image) alarm noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked battery tube threads, end cap address label fading, serial number label stained and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Thus software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on (B)(6) 2022 at 02:49:01.000 power loss alarm (B)(6) 2022 03:00:17.000 and 03:00:28.000 failed batt/battery failed alarm (B)(6) 2022 18:17:57.000 and 18:18:13.000 pump error 53 alarm (file number: 17, line number: 166) device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7/pcb 1. In summary, pump passed all required testing. Critical pump error (open book image) alarm and blank display not confirmed. Unable to verify customer alleged for high bg. However, pump error 53 alarm found in the pump history due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.